Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was inoperable and unable to communicate with the external devices. The patient has not charged their ipg for a couple of years. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 correction: the reporter's information was updated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.